Event description:
Manufacturer received a report from an attorney alleging that his client was in a power wheelchair that acted erratically. As a result, the user fell and later died. No further details have been given and an evaluation has not been permitted.